Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the suture sleeve for the left ventricular lead broke in half. The physician was able to secure the lead with the remaining suture sleeve. The procedure was completed successfully. There were no patient consequences.